Manufacturer narrative:
Product complaint #: (B)(4). Product received for analysis. Sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Reservoir sample didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified that sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Defect reported wasn't duplicated on samples received. Based on the present analysis, it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested but not available: did the end users check to assure that all connections were secure? No further information is available. Was any quality issue /deficiency or anomaly noted with the reservoir or any pf its components prior to use on patient? No further information is available. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time during use on patient? No further information is available. Was a pin hole/cut or damage noted while in use? No further information is available. Was any leakage detected? No further information is available. If so, where? How was case completed? No further information is available. No further information will be provided. To retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown ob-gyn procedure on (B)(6)2019 and a reservoir was connected to a drain. The reservoir had been swollen already at the time of moving to the ward, and negative pressure had not been applied. After collecting 50 ml of exudate, the reservoir was reactivated. But it was swollen shortly again on the next day. Further details are not provided. There were no adverse consequences to the patient.